Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: cerebral infarction is associated with the progression of stroke disease. Therefore, it was determined that the reported event was an anticipated complication of the disease. Disposed of by hospital.

Event description:
The patient presented within 3 hours after the onset of hemorrhagic cerebral infarction to the hospital on (B)(6) 2011. No tpa was given. The patient's vessels had advanced arteriosclerosis. Initially, the penumbra system 054 was used, but was unable to access the thrombus. Next, the penumbra system 032 was used but the physician was unable to aspirate the thrombus. Another manufacturer's temporary occlusion balloon was also used during the procedure. The procedure was ended. The patient had a tici of 1, aspects of 8 and nihss of 20. The patient's aspect was very bad before the procedure, and died of cerebral infarction on (B)(6) 2011. There was no clarification available on the possible nature of the relationship between the device and the event. This MDR is associated with MDR 3005168196-2011-00445.